Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multi-gas unit stopped working during use, and it was unknown if an error message was displayed. The bme noticed a "gas device error" message when they set it up in a different room. The bme replaced the gas trap and filter line and cleaned the filter on the back of the unit, which did not resolve the issue. No patient harm was reported. Investigation summary: the reported issue was duplicated and confirmed. Upon evaluation from the repair center, they found once the device was powered up, it immediately gave a gas device error message. A definitive root cause could not be determined. However, based on the available information, the most probable root cause could be contributed to failing internal components such as the main board and the pump. We have also identified several potential causes of gas device error-related issues, which are not limited to the following: gas device error is an indication that the gas module has failed. The error corresponds to a failure of the sensor unit. Gas units with a serial number of (B)(6) and later are equipped with improved pumps. This is a known issue and is linked to wear and tear of the motor. Other possible causes are related to the appropriate connection of the air tubes, connectors, water trap or physical damage to the unit. A serial number review of the reported device (model: gf-210ra, serial number (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 12/12/2023 emailed the bme for all items under the no information list. The bme replied with more information when they received the device. Attempt # 2: 12/28/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 01/03/2024 emailed the bme for all items under the no information list. The bme responded with the model numbers of the concomitant medical devices but did not have the serial numbers. The patient's information was unknown. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: bsm model #: mu-671ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na input unit model #: ay-653p serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit stopped working during use, and it was unknown if an error message was displayed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit stopped working during use, and it was unknown if an error message was displayed. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit stopped working during use, and it was unknown if an error message was displayed. The bme noticed a "gas device error" message when they set it up in a different room. The bme replaced the gas trap and filter line and cleaned the filter on the back of the unit, which did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 12/12/2023 emailed the bme for all items under the no information list. The bme replied with more information when they received the device. Attempt # 2: 12/28/2023 emailed the bme for all items under the no information list. No reply was received. Attempt # 3: 01/03/2024 emailed the bme for all items under the no information list. The bme responded with the model numbers of the concomitant medical devices but did not have the serial numbers. The patient's information was unknown. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: bsm model #: mu-671ra serial #: (B)(6). Device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na input unit model #: ay-653p serial #: (B)(6). Device manufacturer data: ni unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na